Event description:
Treatment of a left internal carotid artery (ica) aneurysm. It was reported that the patient had a pipeline procedure on (B)(6) 2012 and then was re-admitted to the hospital on (B)(6) 2012 with bilateral parenchymal hemorrhages. The patient's plavix inhibition level was measured to be 160 pru at re-admission. It was reported that the patient is in stable condition and was released from the hospital with some impairments.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).